Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated when she ended her peritoneal dialysis treatment on (B)(6) 2017 and removed the cassette, she noticed that the cassette was broken. The patient stated that there was fluid inside the cycler. The patient reported that the cycler had alarmed for air detected in the cassette but was able to bypass. The patient stated she had already thrown away the cassette and bag. Follow-up was made with the pd patient's registered nurse (rn), who stated the patient cancelled the treatment for the night. The nurse stated no adverse events or further complications were brought to her attention.